Event description:
Report 4 of 12. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive with c.tropicalis. No patient impact reported. The following information was provided by the initial reporter: "bactec 442021 molecular false positive with c.trop. Lot number affected based on occurrence date: 3130610 - 9-21-2023. Hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? C.trop. 2. What result was the customer expecting to obtain (if different from the obtained result) s. Epi, bacillus species ,anaerococcus species, anaerobic gnr, lactobacillus, e. Coli , s. Parasanguinis, cns. 3. Was this a qc, validation, or proficiency test? Patient. 4. Was patient treatment changed as a consequence of the issue with results?no. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment?no."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130610. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 4 of 12. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive with c.tropicalis. No patient impact reported. The following information was provided by the initial reporter: "bactec 442021 molecular false positive with c.trop. Lot number affected based on occurrence date: 3130610 - (B)(6) 2023. Hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? C.trop. 2. What result was the customer expecting to obtain (if different from the obtained result) s. Epi, bacillus species, anaerococcus species, anaerobic gnr, lactobacillus, e. Coli , s. Parasanguinis, cns. 3. Was this a qc, validation, or proficiency test? Patient. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No".